Event description:
It was reported that there was a loss of sensing observed on the patient's right atrial (ra) lead. The ra lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4074-52 lead implanted: 2004 (B)(6). (B)(4).